Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a kinked catheter is confirmed and appears to be use related. One 4 fr dual lumen powerpicc provena was returned for evaluation. An initial visual observation showed use residue on the returned sample. A kink was observed in the catheter approximately 5 cm distal to the bifurcation, near the 4 cm depth marker. A less severe kink was observed approximately 3.5 cm distal to the bifurcation. The ink at the 0 cm depth marker and on the extension legs was observed to be faded. A microscopic observation revealed creases in the material of the catheter at the location of the kink near the 4 cm depth marker. The location of the kink and the usage residue observed on the catheter suggest the kink occurred while the device was in use. Catheter placement, securement, maintenance, and access techniques may have contributed to the observed damage. The product IFU states: ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redq2777 showed two other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported ¿noticeable kink at 4 cm mark. Patient states during infusions she would always have to have arm extended flat or move arm a certain way to not have it beep¿.